Event description:
The patient reported that her devices were removed due to infection. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.